Event description:
A customer reported an issue with a cgm displaying error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset, guiding the customer through the process. After the reset, the error did not reappear, and the customer successfully started their sensor session.